Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5, b7. H11: corrected coding to section f10 and h6. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The subject device is not available for evaluation due to infection. However, this event is most likely due to patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information through the implant patient registry that a 33mm 7300tfx implanted in the tricuspid position was explanted after an implant duration of four (4) years and 10 months due to pseudomonas ovale infectious endocarditis leading to severe ts and tr.  The explanted tricuspid valve was replaced with a 33mm 7300tfx valve. Per the medical records:  the patient was admitted with worsening class iii to IV heart failure with ef of 45%, severe pulmonary htn, and grossly carious teeth requiring dental extractions prior to surgery. On hospital day #30, the patient underwent a redo avr, mvr, and tvr. The patient separated from cpb without difficulty, hemostasis was obtained, and the sternum was closed. All three valves were noted to be calcified and blood cultures were negative. However, 16s pcr test revealed pseudomonas ovale endocarditis as the primary source of the valves failure.  The post-operative course was complicated and prolonged due to acute on chronic hypercapnic respiratory failure, acute on chronic heart failure, and chronic pain/polysubstance abuse management.  On pod #53, the patient remains hospitalized for continued  treatment of pseudomonas endocarditis. Anticipate dc home in 3 days, after ivabx are completed.

Manufacturer narrative:
UDI# : (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Of note, this pericardial mitral valve was used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. This patient was (B)(6)-years-old at initial time of implant. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards  perimount magna mitral ease pericardial bioprosthesis model 7300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received information through the implant patient registry that a 33mm 7300tfx valve implanted in the tricuspid position was explanted due to calcification and regurgitation. The valve was implanted for four (4) years and 10 months. The subject device was replaced with another 33mm 7300tfx valve. This patient also underwent redo-avr and redo-mvr due to calcification and stenosis of both valves. Per the medical records:  the patient was admitted with worsening class iii to IV heart failure, severe pulmonary htn, severe aortic and mitral stenosis, and severe tricuspid regurgitation, grossly carious teeth, and acute on chronic systolic heart failure with an ef of 45%. The patient required dental extractions prior to surgery. On hospital day #30, the patient underwent a redo avr, mvr, and tvr. All three valves were found to be severely calcified. The patient separated from cpb without difficulty, hemostasis was obtained, and the sternum was closed. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.